Event description:
A spider fx was intended to be used for treatment of a calcified lesion in the distal region of the common caortid artery. The degree of tortuosity was severe and calcification was strong. 8fr non medtronic sheath was used and a 0.014" non medtronic guidewire. The IFU was followed. It was reported filter was pushed when deploying and stopped advancing in the middle. Another company's device was used to complete the case. No patient injury.

Manufacturer narrative:
Product analysis: upon inspection, the device showed deformation at multiple points along the green delivery sheath. When attempting to advance the filter basket, the green coating appeared detached and was pushed forward instead of the filter basket itself. Stretching to the green delivery catheter was also evident proximal to the detachment site. This made it impossible to advance the filter basket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.